Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and the reported issue could not be duplicated. Patient information could not be obtained due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in inability to switch to mechanical ventilation. There was no patient injury.